Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign matter was found inside sterile package. Upon opening a sterile pouch of a 7.0mmx40mmx40cm (4f) sterling balloon catheter, inside the carton, the nurse noticed that a squashed bug (looks like a fly) was on the inside of the sterile packaging. The device was immediately removed from the sterile field. The procedure was then completed with another of the same size. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the sterling balloon catheter was received inside the carrier tube and an opened sterling inner packaging pouch. The batch number on the device and packaging matched the reported batch number. Inspection of the inside of the pouch confirmed a bug was in-between the label and the pouch material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that foreign matter was found inside sterile package. Upon opening a sterile pouch of a 7.0mmx40mmx40cm (4f) sterling¿ balloon catheter, inside the carton ,the nurse noticed that a squashed bug (looks like a fly) was on the inside of the sterile packaging. The device was immediately removed from the sterile field. The procedure was then completed with another of the same size. No patient complications were reported and the patient's status was stable.